Manufacturer narrative:
Other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the reported issue was able to be duplicated. The pump alarmed when a cassette was attached. The downstream occlusion (dso) sensor was nonreactive during a dso pressure range test and will be replaced by service to correct the issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Other, other text: additional information: h6(patient code). Additional information received via email on 30-sep-2020 that no patient was involved.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the dso was lifting on the cadd solis vip pump. In addition, the pump alarmed every time that the latch was closed. No patient injury or complications were reported in relation to this event.